Event description:
Information was received from a healthcare provider regarding a patient who was receiving bupivacaine (concentration 20mg/ml, dose of 16.123mg/day) and dilaudid (concentration of 10mg/day, dose of 8.062mg/day) via an implantable infusion pump for non-malignant pain, and postlaminectomy pain. It was reported on (B)(6) 2016 that the patient¿s pump had an active stall upon initial interrogation. The patient did not have a recent MRI. It was stated the patient had symptoms of nausea and diarrhea. The healthcare provider planned to call the managing physician to discuss a pump replacement.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train of the motor. Analysis identified stall due to shaft-bearing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was returned for analysis on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
On 2016-12-21, additional information was received from a healthcare professional (hcp) and a product surveillance registry (psr). It was reported the patient's husband called a nurse on (B)(6) 2016 and reported a pump alarm. It was noted the patient fell on their backside on (B)(6) 2016. The patient was advised to go to the emergency room (ER) for withdrawal symptoms or "at the very least see us in the am of (B)(6) 2016". The patient went to the ER at 0100 on (B)(6) 2016 with nausea, diarrhea and agitation. An IV pca of dilaudid was started in the ER and the patient was seen in the pain clinic in the am. The pump was interrogated and revealed a motor stall with a re-start (recovery) and another stall. The pump was reduced to basal rate. A (B)(6) study was performed and it showed good cerebrospinal fluid (csf) flow and contrast layering. The patient was admitted to the hospital and a pre-op workup was obtained in preparation for surgical replacement. The pump was replaced on (B)(6) 2016. The event resolved without sequelae on (B)(6) 2016. The identified clinical diagnosis was drug withdrawal. The event resulted in in-patient hospitalization, emergency room visit and an unscheduled clinic or office visit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.